Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. White material was observed on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. A manufacturing record evaluation (mre) of lot number 126937 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with saline mentor siltex round moderate profile 225cc breast implants and experienced bilateral deflation. As a result, the patient underwent bilateral removal on (B)(6) 2019. This report is for the right side.